Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose at the level of 20 mg/dl. Blood glucose at the time of the admission was unknown the customer was treated with glucose tablet. The customer was not wearing the insulin pump during the hospitalization. Troubleshooting was performed. The insulin pump will not be returned for analysis.